Event description:
The customer contacted baxter's service center regarding a patient that needed to end therapy early on the homechoice (hc)) because they had to go to the hospital. The technical service representative (tsr) assisted the caregiver (cg) with end of therapy early procedure and removed the cassette. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated the home patient (hp)'s visit to the hospital was related to peritoneal dialysis (pd) therapy. The hp was diagnosed for peritonitis on (B)(6) 2011. The rn stated they were willing to be contacted for additional information. The rn stated the hp has continued to perform therapy successfully. On (B)(6) 2011, product surveillance contacted facility and spoke with peritoneal dialysis nurse regarding the report of this patient's peritonitis. Nurse stated that patient was diagnosed on (B)(6) 2011 with peritonitis and was admitted to the hospital. Patient was treated with antibiotics and discharged on (B)(6) 2011. The cause of the peritonitis is unknown but the nurse did not think it was related to baxter products or the dialysis. Patient has recovered and the therapy is ongoing. No further information was given at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents for h11f17115, h11f20044, and h11g12080 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Therefore, the complaint is not confirmed because the disposable set was not returned to baxter, the lot number given had no issues and no deviations from standard procedure were reported and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.